Manufacturer narrative:
Based on our investigation of the returned devices and our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lenses were conducted correctly. The visual examination carried out showed that the cut across both optics were most likely done to facilitate removal of the lenses from the eye. The scratches seen on both optics appeared to be from incorrect loading/handling. The instructions for use provided with each lens indicates the correct method for handling and implantation of the lens, and lenstec advises that the user follows these instructions which have been validated to prevent damage to the lens. Lenstec has also conducted extensive testing on the lens model and the cartridge used and our results indicate that these devices are compatible. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "implanted lens and dr. Noticed it was cracked and torn. Explanted and put in like lenstec iol. No injury to patient."